Manufacturer narrative:
H6: fdm code: customer has refused to return the product. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a repeat surgery. The initial surgery was a c4-7 cervical spine anterior fusion surgery. It was reported that a dv screw was used in c4 (left and unknown for left/right but perhaps right) and c7 (right) for each of them with a forward fixed zevo plate. The dv screw and the zv screw were mistakenly delivered to nurses and were inserted with a zv screwdriver. As a result, only c7 on the zevo plate could not close the locking cap, and it was suggested that for seals, the screw should be inserted deeper or the angle (orbit) of the inside/outside should be changed. Since the "screw lifted off," the wound closure/surgical incision closure was made without turning the locking cap at the doctor's discretion. The cause might be that the dv screw was used. The wound closure/surgical incision closure was done and screw was not replaced. There was no patient symptom reported. There were no further complications reported regarding the event.